Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to moisture damage on the force sensor resistor. There were traces of moisture at the electronic and motor assemblies. The pump had corroded battery cap contact, cracked case at lcd window corners, cracked reservoir tube and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that the pump kept beeping, resetting and was now blank. He stated that there was moisture under the screen and the pump had a crack. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.